Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners ruined their front teeth. They are loose and they have pushed their gums up into their mouth and has ruined their gum line. This is a contraindicated patient for periodontal disease.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.